Event description:
A customer reported that they dropped the adc device which damaged the screen and was therefore unable to monitor glucose. The customer felt confused and experienced a loss of consciousness, and seen by a healthcare professional who provided unspecified IV treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.